Event description:
It was reported that the patient presented in-clinic for follow-up. High impedance and loss of capture were found. Lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.